Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4). Upon device interrogation, it was indicated that the pump contained dilaudid and bupivacaine. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿no significant anomaly - eos (end of service) due to time progression¿. (B)(4).

Event description:
It was reported that a volume discrepancy occurred in which the actual residual volume (arv) was 8 ml and the expected residual volume (erv) was 4.4 ml. There was no therapy or medical problem at this time. Additional information indicated that there were reservoir volume discrepancies in which the actual reservoir volumes (arvs) were double the expected reservoir volumes (ervs), so the pump was replaced. The pump was also replaced due to longevity. No catheter dye studies were done. At the time of this report, the patient was doing great and reaching efficacy. The patient had no adverse events, increased pain, or any other issues.